Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Unique device identification(UDI) is not available. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during select patient/acquire scans. It was reported by the surgeon that the spine clamp would not hold onto the spinous process. A replacement spine clamp was used instead. The surgery was completed with navigation and there was no known impact on patient outcome. There was a delay of 10 minutes.